Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The device was returned in pre-deployed position and the returned condition could not confirm the reported difficulty inserting the device into the patient anatomy due to resistance encountered. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-confirming material reports or exceptions that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar difficulty inserting the device into the patient anatomy incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide with a 6fr sheath, after a percutaneous coronary intervention (pci) procedure. Reportedly, resistance was felt during insertion of the proglide device into the patient body. A non-abbott device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.